Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2012. During this time there were 6 manual self tests of less than 1 minute duration. There was also 1 event of less than 6 minutes. Between (B)(6) 2012 there were multiple manual power ups some of 10 minute duration. Manual power ups would indicate the device was switching itself on as reported. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.